Event description:
It was reported that there were high impedances greater than 10000 ohms on electrodes 0, 1, 4, and 5. The patient was going to be sent to a physician for a surgical consultation. Reprogramming had been performed to get stimulation in the hand. Stimulation was only in the hand if the patient kept their head and neck in a certain position. Otherwise, the patient would have no stimulation. The patient experienced less than 50% therapy relief at the left hand. He was unable to maintain good stimulation in the left hand. Follow-up determined that the cause of the event had not yet been determined. The patient had not been seen yet and was still not receiving effective therapy. Further follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v496790, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was due to a car accident and along with the previously reported high impedances there were also 4 broken electrodes. The patient also experienced a loss of therapeutic effect as a result of the car accident.

Manufacturer narrative:
(B)(4).